Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: no treatment was mentioned for the low. Customer also reported getting change sensor alert hours after changing the sensor. Customer got back to back change sensor alerts and was questioning the quality of the transmitter. Customer was advised by health care provider to insert the sensor on the thigh instead of the back of the upper arm because of difficulty with insertion procedure. Customer also mentioned inflammation on insertion site. No treatment was mentioned for the site issue. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Mmt-7841z, mmt-7040a, mmt-332a, mmt-1884, mmt-397a are not returning.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia, inflammation which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7841zn, mmt-7040a. Customer reports receiving sensor alert. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. Product return status for mmt-7841zn is unknown. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.